Manufacturer narrative:
Reported blood loss is attributed to dislodgement of the pt's vascular access needles. User's guide includes warnings to secure the pt's access device. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, it was reported that the pt's venous needle dislodged. Treatment was discontinued without rinseback of the pt's blood resulting in an estimated blood loss of 190cc. Nurse reports that the pt's hemoglobin did not drop significantly and his routine epogen dose was increased. No add'l medical intervention was required.